Event description:
One test strip in vial was found to have a blue confirmation dot prior to use. There were 19 strips in vial including the one with the blue confirmation dot. The remaining 18 strips with had a white confirmation dots.